Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm. The customer reported hyperglycemia, diabetic ketoacidosis treated with no treatment, ems/ambulance/ER visit. The event involved product(s) mmt-1882. Troubleshooting was performed and customer reported high bgs and the patient was transported by ambulance. No further patient complications were reported. Product return requested for mmt-1882. Customer declined to return, or is unable to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The pump also passed the tone test and the vibration test on self-test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The low reservoir alert was set to 20.0 units. The pump was programed with a bolus. After delivering the bolus, the units remaining in the pump status screen was 20.0 units and the pump properly alarmed low reservoir with audio beep alert. Programmed and delivered a 10.0-unit bolus. The pump properly alarmed low reservoir with audio beep alert (10 units remaining in the pump status screen). Programmed and delivered another 10.0-unit bolus. The pump properly alarmed reservoir estimate at 0 unit alert with audio beep and vibrate alerts. The low reservoir alert functions properly during testing. Low reservoir alert anomaly not confirmed. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case at the battery tube side and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 17-may-2024 min the pump history file. 05/17/2023 14:41:27.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 29000 (2.9 u) bolusamountdelivered: 29000 (2.9 u) 05/17/2023 23:42:49.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 30000 (3 u) bolusamountdelivered: 30000 (3 u) please see below for the daily total of all insulin delivered on the event date 17-may-2024 in the pump history file. 05/18/2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 05/17/2023 12:48:27.000 dailytotalofallinsulindelivered: 110500 (11.05 u) dailytotalofbasalinsulindelivered: 51500 (5.15 u) dailytotalofbolusinsulindelivered: 59000 (5.9 u) there were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 17-may-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 17-may-2024 in the pump history file. 05/12/2024 17:18:00.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during basal. 05/12/2024 17:28:00.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during basal. 05/14/2024 18:38:37.000 batteryremoved (55) 05/14/2024 18:38:37.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 05/14/2024 18:43:24.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) 05/14/2024 18:43:35.000 alarmalertnotification (40) faultnumber: battoutlimit (6) 05/14/2024 18:43:43.000 alarmalertnotification (40) faultnumber: battoutlimit (6) 05/14/2024 18:44:19.000 batteryremoved (55) 05/14/2024 18:44:19.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 05/14/2024 18:45:46.000 batteryinserted (44) the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 and battery out limit alarm were expected due to the battery removed and the pump's time reset. Nodelivery not confirmed. Pump error 23 not confirmed. Battoutlimit (6) not confirmed. The pump passed the functional testing. Unable to confirm alleged hyperglycemia (high bgs) or discrepancy between sg value and bg value. The low reservoir alert with audio beep alert and the reservoir estimate at 0 unit alert with audio beep and vibrate alerts function properly during testing. Audio/vibrate anomaly/absence of alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.